Event description:
A venous needle came out of the arm of a pt during a treatment on a 1550 hemodialysis machine. It was reported that the machine did not alarm when this occurred. No additional info is known.